Manufacturer narrative:
Additional information: h6. Complaint confirmed. One unpackaged ar-4501 was received for investigation. Visual evaluation found the cannula's tip was broken off. The most likely cause(s) of this type of event include applying excessive forces through leveraging/prying the device.

Event description:
On (B)(6)2023, it was reported by an arthrex employee via email that an ar-4501 meniscal cinch ii second button was difficult to push, which resulted in the tip breaking. All the anchors were removed, and the case was completed using a new ar-4501 meniscal cinch ii. This was discovered during a meniscus repair procedure on (B)(6)2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.